Event description:
It was reported that during prep of a model 120602fp fogarty catheter, the balloon was found to be defective. There was no patient involvement. The catheter came from lot number 63850952. The edwards sales representative spoke with the facilitys or director and was informed that they discovered the surgeon was over-inflating the balloons. The rep suggested an in service and further education was declined, as the other surgeons and or staff denied having any issues with fogarty balloon inflation. The suspect catheter was available for return.

Manufacturer narrative:
The product evaluation lab received one model 120602f catheter for evaluation. As received, the spring tip was stretched. The balloon appeared to be pulled out from the proximal windings and was torn circumferentially at the distal windings. The torn latex was not returned. No other visible damage was observed from the catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of a defective balloon was confirmed on evaluation. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. As part of the manufacturing procedure, 100 percent balloon inspections are performed during the manufacturing process. Complaints incidence will continue to be monitored, and applicable actions will be taken as required. Per the IFU, balloon rupture and catheter separation, as a result of excessive pull force applied to remove adherent material, are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. See specification table.